Event description:
Customer reported that the insulin pump alarmed button error and is unable to clear it. Customer stated she was wearing the insulin pump with the keypad facing the body and was out in the rain. Blood glucose is 215 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and cracked belt clip slot. No moisture damage on motor assembly or electronic assembly noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.